Manufacturer narrative:
No adverse outcomes were reported. The discrepant results were likely related to an instrument module. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results for neumodx sars cov-2 on the neumodx 288 molecular system were discrepant with another method.